Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging extreme congestion. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging extreme congestion,breathing issues related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally/internally and dust/dirt contamiantion on top enclosure ,bottom enclosure,front ui panel,side panel,sd flip side dorr ,blower box lid,blower bellow,blower box also observed liquid ingress with mineral deposits and a contaminate inconsistent with keratin was observed on the blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that they could not confirm the customer's allegation and the manufacturer observed dust/dirt contamination in the airpath,likely from a source external to the device and there is no evidence of degraded sound abatement foam. Section b7 ,h6 health effect code was not captured in previous MDR,now it is updated in this report.